Manufacturer narrative:
It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. It was stated by the customer that there was no damage noted to the device during preparation for use. Based on the information provided, the risk assessment for the lucia product, and based on our experience, we have determined that the following factors may have cause or contributed to the reported issue, but are not limited to: lens placement technique, loading strategy, accessory device support , poor handling during folding and inserting.

Event description:
It was reported that during an implantation using the yamane technique on (B)(6) 2023, the haptic came loose from the optic lens. The lens was explanted on (B)(6) 2023. Another lens was not used to replace the explanted lens, the patient was left aphakic.